Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4 bilateral laminectomy and medical facetectomy , l4-l5 posterior lumbar interbody fusion using a cage with bmp, l4-l5 pedicle screw fixation using pedicle screw fixation and a lateral arthrodeses using autograft harvested locally. It was reported that postop the patient had nerve damage in his legs and chronic pain.

Manufacturer narrative:
(B)(4).